Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient was in operating room for non-invasive program stimulation (nips) procedure, device could not be interrogated. Initially device was interrogated through rf and later device lost telemetry. After removing the rf wand, device interrogation was successful.